Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter. The extender tubing and a non-maquet sheath were also returned. The extracorporeal tubing was cut at approximately 17.02 cm from the rear of the y-fitting. Two catheter tubing kinks were also observed at approximately 72.64 cm and 73.41 cm from the iab tip. An underwater leak test of the balloon, catheter, extender tubing, pressure tubing and extracorporeal tubing was performed and a leak was detected on the membrane approximately 1.27 cm from the rear seal and measuring approximately 0.058 cm in length. The reported problem was most likely triggered by the leak found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark caused by a calcified plaque in the aorta. The evaluation confirmed the reported problem. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period apr-2019 through mar-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #: (B)(4).

Event description:
It was reported that after less than one day of intra-aortic balloon (iab) therapy, the console generated a check iab catheter alarm. Blood was then confirmed in the tubing and the iab was removed. The customer also reported that the iab had fallen down in the descending aorta. The customer performed a leak check and found a pinhole on the iab. The customer noted that the patient had strong calcification. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after less than one day of intra-aortic balloon (iab) therapy, the console generated a check iab catheter alarm. Blood was then confirmed in the tubing and the iab was removed. The customer also reported that the iab had fallen down in the descending aorta. The customer performed a leak check and found a pinhole on the iab. The customer noted that the patient had strong calcification. There was no patient harm or adverse event reported.